Manufacturer narrative:
H11: additional manufacturer narrative: d4: UDI: (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23 mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years, 1 month due to stenosis. The patient presented with heart failure. The procedure was performed with a 26 mm 9755rsl transcatheter valve.